Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device has been alarming and therapy has stopped each time. Event log shows alarm 115 prolonged warm water exposure. Patient temperature (pt) 93.4f, targeted temperature (tt) was 96.8f, water temperature (wt) was 68.9f. 2 pads connected water flow rate (wfr) was 1.9 l/m. Discussed other therapies patient was currently on and how ttm and this method interact. Nurse stated they have placed bair huggers. Patient temperature (pt) via esophageal probe and secondary method did correlate. Explained alarm 115 was a safety alarm noting patient temperature (pt) has been exposed to warm water temperatures for a prolonged period and this alarm encourages diligent skin checks according to their protocol. Noted alarm would continue to occur while water temperature (wt) has between 100.4f and 107.6f for a prolonged period.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Event log shows alarm 115 prolonged warm water exposure. Patient temperature (pt) 93.4f, targeted temperature (tt) was 96.8f, water temperature (wt) was 68.9f. 2 pads connected water flow rate (wfr) was 1.9 l/m. Discussed other therapies patient was currently on and how ttm and this method interact. Nurse stated they have placed bair huggers. Patient temperature (pt) via esophageal probe and secondary method did correlate. Explained alarm 115 was a safety alarm noting patient temperature (pt) has been exposed to warm water temperatures for a prolonged period and this alarm encourages diligent skin checks according to their protocol. Noted alarm would continue to occur while water temperature (wt) has between 100.4f and 107.6f for a prolonged period. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device has been alarming and therapy has stopped each time. Event log shows alarm 115 prolonged warm water exposure. Patient temperature (pt) 93.4f, targeted temperature (tt) was 96.8f, water temperature (wt) was 68.9f. 2 pads connected water flow rate (wfr) was 1.9 l/m. Discussed other therapies patient was currently on and how ttm and this method interact. Nurse stated they have placed bair huggers. Patient temperature (pt) via esophageal probe and secondary method did correlate. Explained alarm 115 was a safety alarm noting patient temperature (pt) has been exposed to warm water temperatures for a prolonged period and this alarm encourages diligent skin checks according to their protocol. Noted alarm would continue to occur while water temperature (wt) has between 100.4f and 107.6f for a prolonged period.